Event description:
The customer reported a leak at the probe of the coulter act diff 2 analyzer. The instrument was giving vote outs on patient results when the leak was noticed. The volume of the leak was a few drops and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) found that the probe of the instrument was leaking and that the instrument was giving wbc vote outs. The fse replaced pinch valve lv8 and the leak was fixed. The fse then performed the cbc latex calibration and bleached the baths and the instrument ran giving proper wbc results. The repairs were verified per established procedures. (B)(4).